Manufacturer narrative:
The biomedical engineer reported that the central nurse's station (cns) had no audio sound after installation and setup. While troubleshooting, it was discovered that the audio cable was not plugged into the correct jack on the cns. Plugging it into the correct jack resolved the issue. No patient alarms were missed and no patient harm was reported.

Event description:
The biomedical engineer reported that the central nurse's station (cns) had no audio sound after installation and setup.